Event description:
It was reported by the rep the device was used during laparoscopic assisted vaginal hysterectomy. It was reported to the rep the pt was dry when the surgeon closed. Post operative, the pt showed signs of bleeding (confirmed by ultrasound - clot showed). Pt then became stable after the bleeding began, so the dr did not re-scope and cannot absolutely confirm bleeding from the staple line. An extended hosp stay of approx one day was reported. The device was not saved.